Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Isi has received the device involved with this complaint; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. Although the complaint has not been confirmed by failure analysis since the failure analysis investigation is in progress, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30-degree endoscope plus had a base seizure/housing rotation interface issue. The endoscope could not be rotated at the surgeon's side cart (ssc), which caused a skewed image horizon. A spare endoscope was used to complete the procedure with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred during a partial nephrectomy involving reversed control on system arms. There was no inverted image or uncontrolled motion. The endoscope was installed in a down orientation. The surgeon confirmed the desired orientation when the endoscope was installed, and an indication of the image orientation was provided to the user via the user interface. The endoscope and endoscope¿s adapter/base were still engaged/in-synch/attached without any damage observed on the endoscope¿s adapter/base such as a missing screw(s) or component. Prior to the event, the endoscope was not manually rotated 180 degrees.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). Fa was able to reproduce/confirm the reported complaint. The 30-degree endoscope was found to have an attached endoscope adapter (aea) bearing issue and the housing was discolored. The complaint was confirmed by fa, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.